Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgment when the style was pull of. While trying to repositioned, it also exhibited helix issues. High pacing impedance was also found during the attempted implant. This lead was successfully replace before pocket closure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and lead resistance measurements found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of dislodgment. And impedance issues.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgment when the style was pull of. While trying to repositioned, it also exhibited helix issues. High pacing impedance was also found during the attempted implant. This lead was successfully replace before pocket closure. No additional adverse patient effects were reported.